Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 , of an introducer cannula is broken from the applicator during sensor insertion. The sensor was inserted at the abdomen on (B)(6) 2018 . No additional event or patient information is available. No product or data was provided for evaluation. The reported event of an introducer needle damaged from the applicator could not be determined. A root cause could not be determined.